Manufacturer narrative:
The reported complaint was not confirmed during archive review and functional testing. The error message could not be reproduced during functional testing. Based on the information reported, the cause of the reported complaint possibly caused by an intermittent poor connection between the battery and the platform. If the battery is not installed and latched properly , the battery will not function as intended. Per IFU, the autopulse li-ion battery is mechanically keyed so that it can only be inserted in one orientation. If resistance is met, check for appropriate orientation, and check to ensure there are no obstructions to battery insertion and that the battery is securely latched. Functional testing of the battery was performed; the battery was placed into test multi-chemistry battery charger, the battery was successfully charged without any fault or error. The battery status was checked with 4 green leds lit up indicating that the battery is fully charged. The returned battery was placed into the known good autopulse platform and the platform passed all functional testing criteria without exhibiting any fault or error. Unrelated to the reported complaint, the battery latch was found to be sticky. A visual inspection was performed and found the battery latch was sticky. No other issues were observed. A review of the archive was performed and no discrepancies were observed on the reported event date of (B)(6) 2016. However, the archive indicated multiple fault errors 02 were recorded on (B)(6) 2016. Further archive review revealed that the last time battery was successfully charged on (B)(6) 2016 and the battery was last inserted into the autopulse on (B)(6) 2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for li-ion battery with serial number (B)(4).

Event description:
It was reported that during shift check, the autopulse lithium ion battery (s/n: (B)(4)) displayed "replace/recharge battery" message along with the empty battery icon (meaning the battery has been depleted) on the platform. Technical support zoll (B)(4)received the battery and found that the battery latch was abnormally tight. It was presumed that the battery recognition failure would be occurred by poor connection with platform due to the tight latch. There was no patient involvement reported.